Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received sometimes error alarm. Customer¿s blood glucose level was unknown. Customer stated that the chunk of plastic was broken. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected e/a alarm anomalies noted. Device received with broken reservoir tube lip. (B)(4).